Manufacturer narrative:
Concomitant medical products: product ID 4968-35 lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three strips showed a missing qrs. It was noted that the patient did have an occasional premature ventricular contraction that was clearly very large. Initially the sensitivity was adjusted and there was no more obvious oversensing on the right ventricular (rv) lead the subsequently the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.